Event description:
The user facility reported that the light handle assembly detached from their harmonyair a-series lighthead during a procedure. The light handle assembly did not fall as it was connected to and supported by the lighthead wire harness. No report of injury or procedure delay.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and determined that the retaining ring that secures the light handle assembly to the lighthead was not in place resulting in the reported event. The lighthead has been removed from service pending repairs. A follow-up MDR will be submitted when additional information becomes available.

Manufacturer narrative:
A steris service technician replaced the light head subject of the reported event, tested the unit, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.